Event description:
The customer alleged they received a questionable human chorionic gonadotropin, stat (hcg) result for one patient on their e411 analyzer. The patient's initial hcg result was 6.77 miu/ml accompanied by a data flag. The sample was repeated and the hcg result was 10000 miu/ml accompanied by a data flag. The sample was diluted 1:100 and the hcg result was 18950 miu/ml accompanied by a data flag. The hcg result of 18950 miu/ml was reported outside the laboratory. Information on whether the discrepant hcgb result was reported outside the laboratory was requested but not provided. There were no adverse events. The hcg reagent lot number was 173269 and the expiration date was 10/30/2014. The field service representative went onsite. Performance testing was run. It was noted the gel in the sample tube after separation had traces of rbcs in between the gel material. The root cause could not be determined with the information provided. Additional data were requested but not provided. The calibration and quality control were within range and the same reagent kit was used for the discrepant and correct results. No reagent issues were identified.

Manufacturer narrative:
This event occurred in (B)(6).